Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained that a coaguchek softclix lancet device did not fully retract and extends beyond the end cap. The customer stated that the needle was sticking out of the softclix. There was no allegation of an adverse event. The customer was not injured while using the device and did not seek medical treatment. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The customer returned coaguchek xs softclix lancing device for investigation. No lancets were returned. The investigation determined that an inserted lancet would occasionally not retract after release and protruded outside the end cap. The customer's device was disassembled for further investigation with a microscope, it was observed that the plastic ejection arm was broken off and stuck inside the device. The broken piece handicapped the priming and release function, thus the inserted needle could not be ejected correctly. This damage is caused by frequent use of the device or by use error.